Event description:
The manufacturer received information alleging a garbin evo linde ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a garbin evo linde ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the garbin evo linde ventilator was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customers complaint was confirmed. The technician observed errors codes in the event log indicating a (permanent failure of the internal and detachable battery) and (therapy cpu is still running in boot monitor software). The technician recommended replacing device's internal battery, detachable battery and system board to address the issue. In addition, the in-line filter prox and machine flow sensor are contaminated and needs to be replaced. The air foam inlet filter, muffler assembly and particulate filter will be replaced due to preventive maintenance. The device was not serviced as per customer request